Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (3 mg/ml at 0.15 "mg bid" with flex dosing) via an implanted pump. The patient's history included "lumbar failed back surgery back syndrome". The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2016 it was reported that the patient had return of original pain after a catheter revision on (B)(6) 2016 (see manufacturer's report # 3004209178-2016-19131). There were no environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2016, cap (catheter access port) aspiration was negative. The patient was taken to surgery on (B)(6) 2016 and the catheter was found to be not functioning due to being coiled up entirely in the pocket (no anchor was present as it was removed during the (B)(6) 2016 catheter revision). The catheter was removed and a new catheter was implanted without difficulty. The pump was also replaced as pump eri (elective re placement indicator) was 19 months. A new pump was implanted in the same pocket and a mesh was added. The new pump was filled with morphine and the system was primed. The issue was resolved. The patient's status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.